Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the complaint investigation. Additional information added to the following fields: d4 (UDI), d8, h2, h3, h6 corrected fields: h6 (added problem code). The device was returned to olympus for inspection and the customer's reported issue was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material could not be identified and the cause of why the material remained in the device could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope had foreign objects blocking the pipes. There were no reports of patient involvement.